Manufacturer narrative:
The device was returned to terumo on (B)(4) 2013. Insufflation and back flow testing were performed on the device, and both tests confirmed that the device performed within specifications. A device history record review confirmed there were no anomalies that would have contributed to this event. Because the investigation confirmed the device to be fully functional, this complaint was not confirmed. The customer was informed of terumo's findings on may 30, 2013. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems (tcvs) that during vein harvesting procedure, the mcvs550 was not supplying adequate co2 for insufflation of the tunnel. Tcvs was initially informed of this complaint on (B)(6), 2013. The complaint was reviewed by tcvs on (B)(4) 2013, and was found to be not reportable (more information and investigation completion were pending at the time). This product was changed out, and the surgery was completed successfully with no patient harm or risk of harm. The investigation was completed on may 16, 2013. The results of the investigation, as detailed in the additional manufacturer's narrative, confirmed the device to be fully functional. On (B)(6) 2013, a medwatch 3500a was received by tcvs from the department of health and human services. From the information provided on the medwatch 3500a, tcvs was able to correlate this information to the complaint referenced above. Although the information, both previous and additional, is not considered reportable by terumo, tcvs is proactively reporting all known information in response to medwatch 3500a received.